Event description:
Customer reported a cracked and shattered touchscreen on the pump, rendering it unresponsive and illegible. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump, as the pump was still under warranty. Customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support also provided instructions for putting the pump into storage mode before returning it and confirmed the shipping address for the replacement. The customer understood and acknowledged all instructions, including returning the problematic pump with a pre-paid label within 10 days.